Event description:
Update: the model number was updated to gk383r - ceramic electrode tip j-hk f/gk372r.

Manufacturer narrative:
Additional information/correction: b5 - description updated. D1 - brand name. D4 - model number updated. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis, review of pictures, and event description. Batch history review: the batch number was not provided. Even after meaningful attempts, no further information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The issue could be confirmed via photograph. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with gk372r - handle f/monopolar electrodes 5mm via information received from mw5175620. According to the complaint description, during a total laparoscopic hysterectomy, bilateral salpingectomy, and lysis of adhesions it was discovered that the lip of the j hook was missing. Suctioning was performed, and the pelvis and abdomen were inspected however the missing piece was not located. Intraoperative abdominal and pelvic x-rays were performed, the results confirming the absence of the missing piece within the patient. The procedure was completed with a new hook without complication and the missing tip was found under the drape next to the patient. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.